Manufacturer narrative:
Block g4: premarket/ 510(k) # k163248&k151895. Block h6: imdrf device code a180104 captures the reportable event of foreign material present in device.

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used in the lungs during an endobronchial ultrasound performed on (B)(6) 2024. During the procedure, when the needle was pushed out from the sheath, a foreign component was seen sticking out of the sheath. It was also reported that the stylet was difficult to advance and remove. The device was removed, and the procedure was completed using another expect pulmonary needle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g4: premarket/ 510(k) # k163248&k151895. Block h2: content in block h6 was updated based on additional information received on april 2, 2024. Block h6: imdrf device code (B)(6) captures the reportable event of foreign material present in device.

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used in the lungs during an endobronchial ultrasound performed on (B)(6) 2024. During the procedure, when the needle was pushed out from the sheath, a foreign component was seen sticking out of the sheath. It was also reported that the stylet was difficult to advance and remove. The device was removed, and the procedure was completed using another expect pulmonary needle. There were no patient complications reported as a result of this event. ***additional information received on april 2, 2024: the foreign component did not detach inside the patient.